Event description:
The customer reported the system display was blank and possible keyboard/mouse port damage. No report of pt injury.

Manufacturer narrative:
The ge representative performed a telephonic investigation with customer. It was agreed that the issue appears to be a possible damaged port and an onsite investigation would be needed. The ge representative is awaiting a call back from the customer's biomed department for authorization to perform on site investigation.